Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the chisel handle in question is missing a screw. Event discovery was not during a patient procedure. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the investigation of the chisel handle shows that the tightening screw is missing. Unfortunately without more information¿s we are not able to determine the exact cause which has led to this occurrence. As the tip of the screw is designed in such a way that the fixation screw cannot be unscrewed from the bolt it is likely that too much mechanical force had been applied during use. As the lot number is unknown, we are not able to review the device history record. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per complainant, the device will be returned, but has not yet been received by the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.